Event description:
Attempted to implant a lens but it didn't feel right in the cartridge, so the surgeon decided not to use it. There was no patient contact or injury. The nurse stated it was unknown if the lens ws damaged. An msi-im injector and an aq2.8s cartridge were used but the facility was unable to provide the lot numbers.